Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touch panel on an 840 ventilator was non operational. There was no patient involvement at the time of the reported incident. The customer troubleshoot the issue and found that the touch panel connector was loose. The service engineer returned to customer's site and ran an extended self test (est), short self test (sst), performance verification test (pvt) and an electrical safety test. The ventilator passed all testing.